Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had varying impedance. The lead was suspect of a fracture. The lead was reprogrammed and the lead trend became stable. The patient underwent an atrial/ventricle (av) node ablation and decided to have the lead replaced. The lead was removed and a new lead was implanted.

Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2013. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high impedance out of range. The lead remains in use. No patient complications have been reported as a result of this event.